Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was randomly in signal loss with 1 to 3 teles. The customer later called back to report that the issue had been resolved but did not give details of how that was done. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns: transmitters: no model or serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was randomly in signal loss with 1 to 3 teles. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in random signal loss with one to three telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in random signal loss with one to three telemetry transmitters. The customer later called to report that the issue had been resolved but did not give details on how it was resolved. No patient harm or injury was reported. Investigation summary: the root cause of this event could not be determined. The customer suspected interference within the facility, noting that it was affecting only one department. The customer planned to perform troubleshooting measures using a spectrum analyzer to find the origin of the interference. On 07/31/2020, the customer informed nihon kohden that the signal loss issues had stopped, providing no further details on how it was resolved. Review of the serial number history finds no recurrence of reported issue.